Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced undersensed beats causing atrial fibrillation (af) detection due to perceived irregularity. The icm remains in use. No patient complications have been reported as a result of this event.